Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a cracked right plunger case. Event log history was performed and indicated that acu watchdog failure as well as primary audible post error were recorded in history. During analysis, the reported issue was not able to be duplicated. Service replaced the speaker as a preventive measure and performed preventive maintenance. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited acu watch dog failure. No adverse effects were reported.